Event description:
It was reported that during a follow up, noise on rv lead was observed. Fluoroscopy revealed externalized conductors. The lead was capped and partial lead will be returned.

Manufacturer narrative:
The lead was cut and only 8cm from the lead body was returned. The returned part was externally abraded at 2.5cm to 7cm due to friction to the ICD can. Two blue cables were visible. The etfe coating of one cable was abraded. The reported noise could occur if the visible metal filars come into contact with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.